Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up, service code 204: monitor unusable) was confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive damage on the computer/analog (ca) board, there was liquid contamination on the belt receptacle and the f600 fuse was open. The cause of the damaged pcb and open fuse was the 12 v shorted through ca pcb. The cause of the short was the liquid contamination. The root cause of the contamination was ingress of unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor displayed a code 204 (monitor unusable) and then was unable to power on.